Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had recent spinal surgery (not further specified) and it was found that the catheter had dislodged. The intrathecal catheter had migrated out of the intrathecal space; this was an incidental finding. It was believed that this had occurred some time ago. The hcp had been caring for the pt for one year and had no therapy issues. The hcp was refilling the pump on (B)(6) 2010 and was concerned regarding refilling the pump with bacteriostatic saline or drug. The pump contained baclofen. The pt's outcome was not reported. Additional info has been requested; a follow-up report will be sent if additional info becomes available.